Manufacturer narrative:
The electrode lot numbers were requested but not provided. The field service engineer (fse) checked and cleaned the vacuum system. The fse checked the detergent system and replaced the hose for detergent 1. The fse found that the washing water was too low after checking the cuvette washing station. The hose system for the washing water was flushed with hypo, the valve block around the selinoid valves was replaced, and the regulator valve was adjusted. The water quantities were then readjusted. Additionally, the two teflon stamps at the washing station were replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium and potassium electrode results for several patient samples tested on a cobas 6000 c501 module. The following examples were provided for 5 samples: sample 1: the initial sodium result was 668 mmol/l with a data flag. The repeat sodium result was 142 mmol/l. The initial potassium result was 19.1 mmol/l. The repeat potassium result was 3.89 mmol/l. Sample 2: the initial sodium result was 160 mmol/l. The repeat sodium result was 142 mmol/l. The initial potassium result was 5.11 mmol/l. The repeat potassium result was 4.15 mmol/l. Sample 3: the initial potassium result was flagged - no specific value was provided. The repeat potassium result was 4.07 mmol/l. Sample 4: the initial sodium result was 8596 mmol/l. The repeat sodium result was 139 mmol/l. Sample 5: the initial sodium result was 1 mmol/l. The repeat sodium result was 134 mmol/l.

Manufacturer narrative:
An additional site visit was performed by the field service engineer (fse). The fse replaced the rinse tubings and valves. Tests were performed to confirm the proper functioning of the device. Following the fse intervention, no further issue was observed. The investigation determined that the first 3 samples were due to off-label use, as the installed electrodes had expired. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.